Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch broke off the air bubble detector (abd) module. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The customer ordered a replacement latch for roller pump.